Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6). T type product ID 97745 lot# serial# (B)(6) CT type programmer, patient h3: analysis of the controller found unit scrapped due to lcd/case broken/damaged and not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the (B)(6) battery pack (s/n#:(B)(6)) revealed the battery out of electrical specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: (B)(6)); product type: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller is not working correctly for probably 2 weeks, they have to reset the controller every other day. Patient stated they are concern about the battery pack in the controller because the battery pack is old. Patient stated they are not able to turn the controller on without resetting the controller. Patient stated the controller screen flashes and goes white or black or dead and they have to reset the controller. Patient stated they get error messages on the controller screen but they don't recall what the message is. Patient services specialist asked patient to inspect the controller and battery pack for damage and patient said there is no visible damage on the battery pack or controller. Controller show implanted neurostimulator 50%, controller 100% charged. Patient service reviewed if the issue continue to call patient service for assistance. Patient asked about implant longevity. Patient provided new address. The issue was not resolved. A replacement controller and battery pack were sent out. No symptoms were reported.